Event description:
Sterile disposable supply (pigtail) being used during endovascular abdominal aortic aneurysm repair (aaa). Distal tip of pigtail catheter fractured and was unable to be retrieved. Distal catheter tip was left in aneurysm sac.